Event description:
It was reported the patient never had therapeutic effect. The reporter stated they were initially on program 2 and could feel stimulation, but now they could not feel stimulation no matter how high they turn stimulation up. It was noted the patient changed to program 3 and was able to feel stimulation. It was further noted that the patient stated stimulation changed when their body changed position. It was noted the patient was had not been able to void other than a few times the morning of this report. It was further noted when the patient was able to void, they could not empty completely. The reporter stated they had some relief during the trial. It was noted the patient was scheduled to see their healthcare professional (hcp) next friday. Additional information received reported the patient still had concerns regarding their device or therapy, but were working with their hcp or manufacturing representative. It was noted the patient had an appointment scheduled for (B)(6) 2013. Additional information received reported the patient saw their hcp on (B)(6) 2013 and was instructed to test each of the four programs, record general urinary symptoms, and return to the hcp¿s office in a month for four new programs. It was noted the patient was on program 4 at 1.6 and could feel stimulation on all programs except 2. It was further noted the patient¿s sensation in their perineum changed when they sit or stand. It was noted the patient still uses a catheter three times a day. It was noted that 50% of the time the patient has the sensation of not emptying their bladder completely and having to urinate again fewer than two hours after finishing urinating. It was further noted that 50% of the time the patient has to a week urinary stream and has to push or strain to being urination.

Manufacturer narrative:
Product ID 3889-28, lot# va09gwt, implanted: (B)(6) 2013, product type lead; product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).